Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 01:00pm she obtained a result of 75mg/dl on the subject meter which she felt was inaccurately high in comparison to an unknown result obtained on another device, performed within 30 minutes of each other. The patient manages her diabetes with an insulin pump and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that ten minutes prior to the alleged issue occurring she developed symptoms of ¿inability to walk and confusion¿ and on (B)(6) 2016 at 01:20pm the patient received treatment with food or drink from a healthcare professional and at 01:25pm had a blood glucose test performed on a doctor¿s meter which gave a result of ¿42mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient followed the correct testing process. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and subsequently received medical intervention from a healthcare professional after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.